Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in capture threshold and a decrease in sensing were noted on the right ventricular lead. No interventions were performed to resolve the reported event and the patient was in stable condition and will continue to be monitored.